Manufacturer narrative:
Retention material complies with specifications. There have been no similar allegations against this strip lot. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer stated the test strip vial had the incorrect expiration date printed on it and they received an unknown error message when attempting to use the test strips. Customer stated the expiration date on the vial was mar-2023. The correct expiration date for the test strip lot is mar-2021.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips were requested for investigation.